Manufacturer narrative:
The manufacturer received information alleging the system leak test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found blower chassis plate and blower cap had caused the system leak test step to fail on the device. The philips se replaced the device's blower chassis plate and blower cap to address this issue. All testing had passed on the device. After the parts were replaced the parts on the device, the philips se placed the device back into service.

Event description:
The manufacturer received information alleging the system leak test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.